Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because the patient received additional treatment from the oral therapist. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The dhrs for the screws in this case could not be reviewed due to the lot numbers being unknown. There are no indications of manufacturing defects. For this part (91-2710) in the previous one year (from the notification date) regarding swelling, (B)(4). For this part (91-2710) in the previous one year (from the notification date) regarding scar tissue, (B)(4). For this part (91-2710) in the previous one year (from the notification date)) regarding a loose screw, (B)(4). The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00236, 0001032347-2020-00237, 0001032347-2020-00238, 0001032347-2020-00240. Concomitant medical products tmj system left narrow mandibular component 45 mm / 6 hole, part# 01-6546, lot# 862970c. Tmj system left fossa component, small, part# 24-6563, lot# 886860c. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# ni. 2.4mm system high torque (ht) cross-drive screw 2.7 x 10mm, part# 91-2710, lot# ni. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni. Initial reporter occupation ¿ patient.

Event description:
It was reported that the patient attended oral therapy sessions and a potentially loose screw was discovered following implantation of temporomandibular implants on the left side eleven (11) months ago. The patient reports swelling on the left side of the mouth and face, and reports difficulty sleeping on the left side. The patient attended ten oral therapy sessions to reportedly break down scar tissue, and the therapist discovered a possibly loose screw. No additional patient consequences have been reported.